Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 372 mg/dl. The mother stated that her daughter was in the emergency room twice. The mother believed that it might be the acne medication her daughter was on. The customer never high readings before the medication and when she stopped the medicine, the customer was fine. The mother was not with her daughter to troubleshoot.